Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the helix of the first right ventricular (rv) lead would not fully deploy when attempting fixation in the ventricle. A second rv lead was attempted, noting that insertion of the stylet was quite difficult due to the patient's anatomy. Upon testing, the second rv lead experienced high/undefined impedance. The rv leads were removed and replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.